Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by the (B)(6) that during service and evaluation, it was determined that chuck device had damaged mechanics, was frozen/would not move-chuck seized, could not change k-wire settings, did not function and had component damage. It was further determined that the device failed pretest for check drill chuck with key, check the maximum range of tool coupling, check the minimum range of tool coupling and check general function in running mode. It was noted in the service order that the device chuck was stuck. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.